Event description:
It was reported that during a peripheral stenting treatment procedure, a balloon tear occurred. The target lesion was located in a moderately tortuous and non-calcified, left iliac vein. Two wallstents were implanted, the second distal to the first. No issues were encountered while the stents were being implanted. The 12.0 x 40 mustang balloon was introduced for postdilitation and inflated 2 or 3 times before being inflated at the stent overlap site. The balloon caught on the tip where the two wallstents came together and tore off from the catheter. A part of the balloon was retrieved and the rest of the balloon was jailed against the vessel wall by a third wallstent. The jailing was confirmed by ivus and angiography. Ivus also confirmed that the stents were well apposed. There was no effect on the venous flow. No further patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: a visual examination of the returned device found that a complete balloon circumferential tear was present at 4.3cm distal to the proximal edge of the proximal balloon sleeve. A break was also noted in the shaft. The shaft was severely stretched and the break was located at 78cm distal to the strain relief. The break in the shaft is consistent with excessive force having been applied to the shaft. The distal section of the balloon tear, including the distal section of the shaft break was not returned for analysis. A further microscopic examination of the proximal section of the balloon found that a longitudinal tear was present in the balloon from the proximal transition zone to the site of the circumferential tear. The shaft was severely stretched at its distal end and no markerbands were attached or received for analysis. It is likely that the markerbands detached from the shaft after the shaft was stretched down, through excessive tensile force. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is caused by other device. (B)(4).

Event description:
It was reported that during a peripheral stenting treatment procedure, a balloon tear occurred. The target lesion was located in a moderately tortuous and non-calcified, left iliac vein. Two wallstents were implanted, the second distal to the first. No issues were encountered while the stents were being implanted. The 12.0 x 40 mustang balloon was introduced for postdilitation and inflated 2 or 3 times before being inflated at the stent overlap site. The balloon caught on the tip where the two wallstents came together and tore off from the catheter. A part of the balloon was retrieved and the rest of the balloon was jailed against the vessel wall by a third wallstent. The jailing was confirmed by ivus and angiography. Ivus also confirmed that the stents were well apposed. There was no effect on the venous flow. No further patient complications were reported and the patient's status is ok.